Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the exposed portion of the soft cannula found it to be kinked. It could not be conclusively determined when or how this damage occurred. Despite the damage to the soft cannula, fluid was still able to flow through the entire fluid path. The download data from the returned device shows no hazard alarms, timeouts, or drive stalls that would indicate a struggle to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 20 mmol/l (360 mg/dl). The pod was worn between 4 and 24 hours on the leg. Hyperglycemia treated with correctional boluses.